Event description:
During a hals colon resection procedure, the device snapped and broke while inserting the flexible ring. Used another like device to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Evaluation summary: instrument a was returned with the iris torn and still attached to the lower ring. Functional testing could not be conducted due to condition of returned instrument. The upper and lower ring teeth are intact and undamaged. The upper protective ring was noted to have a tear with fray marks on the outside edge of ring that appears to be the tear origination point. Instrument b was returned with the sleeve torn and still attached to the lower ring. Functional testing could not be conducted due to condition of returned instrument. The upper and lower ring teeth are intact and undamaged. The tear origin appears to start at the flex ring area. However, upon thorough visual inspection no conclusion could be determined as to the cause of the tear.